Manufacturer narrative:
Analysis synthesis: review of the event logs showed that the patient was registered on the website using an incorrect device implant serial number (B)(6) rather than the correct one, (B)(6). The patient attempted to pair its smartview connect with the appropriate serial number; however, the implant could not be validated by the back office due to the absence of the corresponding serial number into the patient form. This resulted in the error message displayed by the smartview connect. Once a correct serial number is entered during the pairing process and communication with the device is successfully established, the application will proceed with attempting to validate the association over a 30-day period. During this timeframe, it is not possible to input a new serial number. It should be noted that the smartview connect application has functioned according to specifications. This case is retained and utilized for trending purposes.

Event description:
Reportedly, an incorrect implant serial number was entered on the transmitter during the pairing process by a nurse at the hospital. The screen displayed is screen 'configuration error with your medical file' and when the patient presses 'try again', the screen 'go to your bedroom with this monitor.' Is displayed without any possibility to restart the installation from the beginning to write the correct serial number.

Event description:
Reportedly, an incorrect implant serial number was entered on the transmitter during the pairing process by a nurse at the hospital. The screen displayed is screen ¿configuration error with your medical file' and when the patient presses ¿try again¿, the screen 'go to your bedroom with this monitor' is displayed without any possibility to restart the installation from the beginning to write the correct serial number.